Event description:
A customer reported that the home button of the t:slim x2 pump was not responsive and required multiple presses to activate the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up and was in the process of obtaining a replacement pump. No further action was needed at the time.